Event description:
Customer reportedly, obtained result of hi (greater than 600 mg/dl) and 193 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.